Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels and excessive no delivery alarms. The customer's blood glucose reading was 425 mg/dl. The customer treated with injections. The customer was hospitalized due to high readings. The customer reported no delivery alarm to be resolved by complete set change. The reservoir was not returned for analysis.